Manufacturer narrative:
PMA/510(k): n/a this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -12.5/+3/75 diopter in to the patient's left eye (os) on an unknown date. The lens was explanted on (B)(6) 2016, no information was provided as to why the lens was explanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Secondary surgical intervention, lens exchanged for a longer lens. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. (B)(4).

Manufacturer narrative:
(B)(4)